Manufacturer narrative:
Concomitant medical products: product ID: 977a190, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a190, serial/lot #: (B)(4), ubd: (B)(6)2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that after a battery replacement, the patient experienced change in stimulation. Patient was seen (B)(6) 2018 for post op. Impedances were normal. Patient was reprogrammed and it was determined that the stimulation changed. An x-ray was taken, in clinic and it was concluded by the physician that the lead migrated. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the revision would be completed on (B)(6) 2018. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the lead migration and change in stimulation was that the percutaneous lead migrated out of the epidural space. The rep said that no actions were taken to resolve the lead migration and change in stimulation at the time of the report but a revision to replace the leads will be scheduled. It was noted that the issue was not resolved and the ins was replaced due to normal battery depletion. No further complications were reported.

Manufacturer narrative:
Product ID: 977a190, serial# (B)(4), implanted: (B)(6)2013-, product type: lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they had surgery on (B)(6)2018 to have their battery replace to upgrade the unit to the new bluetooth stimulator. It was reported that four days post operation, while the patient was standing the system stopped working. A week later on their visit to get their staples out, a check-up x-ray was performed showing that the lead had moved from my c5 to c6 vertebrae down to the middle of their shoulder blades, which when turned on was shocking them in the middle of their back (painfully) and down their right arm. It was reported that there was a stimulator lead problem. They stated the device they had their device for over seven years to help with the pain for their left arm and elbow-hand. They wanted to know how often this happened. They stated the ¿fix¿ was to implant two leads this time and pull out the old one that moved. They stated they were ¿grilled as if they did not comply with post-operation requirements and that they had done something drastic like fall or something to cause this¿. They asked why would the manufacturer representative (rep) and the doctor put all the blame on the patient for the issue of the loose lead, when in most cases ¿things coming loose in surgery was a cause of rushing, let alone trying to rush and then bragging about how fast they did surgery¿. They asked if it would be normal medical practice to get this issue fixed within a few days so they would actually be able to use their device to help take away their pain rather then taking their time to schedule a surgery to fix it and make it work correctly. They stated that they were in more pain now, because of having the stimulator not working at all and now they had extra pain between their shoulder blades from bunched up lead wires that were not supposed to be there. They stated that they were taking a bunch more pain medication and an extra big amount of nerve pain medication, because of the entire ordeal. They wanted to know how to fix the problem. They stated that they were thinking they needed to go ahead and have someone else remove the entire system out of their body and have it refunded as it only worked for three days properly and then find another company and device that will actually continue to work and doesn¿t have doctors and reps that thinks it¿s a good idea of rushing th rough surgery to try to beat their best times. They stated that they were still in massive pain. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID 977a190 lot# serial# (B)(6) implanted: (B)(6)2013 explanted: (B)(6)2018 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that when the patient's device was replaced with the newest rechargeable ins, and after "like a week it was shocking the patient down their legs instead of stimulating their left arm". They stated that the lead had messed up. They dropped down so it was shocking their lower back and left leg and they had to replace the leads and the stimulator.